Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: neither sample nor photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the plunger of an x100l bd ultrasafe passive¿ x-series needle guard syringe felt loose and wobbly and fell out of the syringe causing leakage of medication. There was no report of exposure, injury or medical interventions.